Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged and was replaced by a competitor lead. The lead was explanted and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation of the left ventricular (lv) lead dislodgement could not be confirmed by analysis. Visual inspection have also revealed that the outer conductor coils were slightly deformed. The lead tip has no visible signs of damage or defect which could lead to dislodgement. Analysis have determined that the lead was out of specifications non-clinically, due to improper user handling in the field.